Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument jaws were not working correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not lining up properly. There was no patient injury. They exchanged the arm for a new one and the problem was resolved. There is no video or photos of the issue. Procedure was completed with no adverse reactions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.592" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. Additionally, the instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) 5 (pitch), 6 (grip) and, 7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Please refer to the following corrected information: annex b - inv type desc 2 code was updated to b13 - communication/interviews.

Event description:
Refer to h10/h11 for follow-up information.